Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 33.3 mmol/l. Customer was using auto mode. Customer was treated with insulin pump. Customer had blood glucose level of 14.4 mmol/l. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.